Event description:
It was reported that during a cardiovascular procedure, the coronary sinus catheter was placed. Position of the catheter in the coronary sinus was confirmed using transosophageal echocardiogram and fluoroscopy. Both antigrade and retrograde cardioplegia were administered. Subsequent doses of retrograde cardioplegia could not be delivered. Antigrade cardioplegia was used to continue to arrest the heart and complete the case. There were no adverse pt consequences.